Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported a beep anomaly on his insulin pump. He stated the beeping sound does not complete and occurs when he gets a trending low alarm. The customer's blood glucose was 110 mg/dl. A self test was performed and the insulin pump passed. He also stated the insulin pump vibrated during a self test. No additional information provided.